Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue. For this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 2 suspected false positive results. Customer states the patients were symptomatic but were negative when running the patients using the same material on a different instrument. No further confirmation testing was performed. Report 2 of 2.